Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was charging too frequently. It is hard to get good coupling unless the belt is really tight, but it digs into the patient's skin. The patient states their implant site has been sore and is experiencing pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.